Event description:
This item was so powerful that it could crush bones, literally. Consumer also asked about making an extreme warning to that effect (similar), and salesman said there is a warning. There is no such warning as they worded it to consumer, nor on the site at ebay or apex. Consumer sincerely believes this is indeed very much like the compression boots that are used in hospital and institutions for convalescing patients under strict medical supervision only. But, the company and seller call it a "massager".